Event description:
Customer reported the adenoid tip housing, near the wire attachment, slightly melted during a case. No patient impact.

Manufacturer narrative:
Product event (B)(4) investigation plan: visual inspection testing performed: visual inspection device: plasmablade adenoid tip product p/n: ps300-004 is suction coagulator(gch), ps300-003 is adenoid (label) lot#: 55155 exp: 2015/04 qty: 1 the adenoid tip (without device handle) was shipped in a cardboard box with bubble wrap and a single biohazard bag. No additional packaging material to fill the negative space. No original packaging was included except for the label (lbl-00106 rev b). Medtronic accessory document included (68e4055 c 01/12) ce0123 the lot number was verified with the label and gch. The adenoid tip appeared to have been used. There were signs of blood on the finger grip and on the plastic housing. Tissue observed on the wire electrode. Charring on the electrode was observed. Adenoid tip was manipulated to 9 0degrees. The bending configuration was in excess of the recommended 60 degree bend angle stated in the IFU. The IFU states ¿use finger force to bend the tip to a maximum of 60 degrees from the suction shaft. Bend the tip only in the direction perpendicular to the suction opening. Excessive bending may compromise performance and cause device failure, resulting in patient or user injury.¿ the handle was not returned. Under magnification, there was minimal melting that was observed near the wire electrode. Tissue and plastic was evident on the wire. The wire was exposed on the left side of the adenoid tip. Investigation conclusion: the complaint that the plastic housing was melted around the wire electrode was confirmed for this device. The adenoid tip showed wear and melt back on the plastic housing. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. (B)(4).